Event description:
Allegedly, patient underwent l tkr on (B)(6) 2022. Revised on (B)(6) 2024 due to pain on standing and instability. All components revised with another manufacturer's system. During revision all components were noted to be well fixed. (B)(4) australia.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.